Event description:
On (B)(6) 2023, a surgeon implanted the patient with two prodisc l devices. At two weeks post-op, the patient was experiencing radicular symptoms and pain. It was found that one level had subsided and one level had migrated. At follow up, patient is asymptomatic and no additional surgical or medical intervention has been planned.

Manufacturer narrative:
An MDR is indicated for this complaint. On (B)(6) 2023, the surgeon implanted the patient with two prodisc l devices. At two weeks post-op the patient was experiencing radicular symptoms and pain. It was found that one level had subsided and one level had migrated. At follow up, patient is asymptomatic and no additional surgical or medical intervention has been planned. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the levels defined in the risk documentation. A review of the risk documentation found that the risks associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. Device evaluation could not be completed as the pdl device remains implanted within the patient. No anomalies were identified during the complaint investigation. The cause for the implant migration and subsidence is unknown. The submission is 5 of 6 devices involved in this event.